Event description:
Our rep is reporting the following to us: metal part of electrode came off and fell into the shoulder joint. Surgeon retrieved the metal portion which delayed the case approx 40min then opened another (B)(4) and case continued as planned. No patient consequence.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and is returned separately. The cable on the electrode is cut and the shaft of the electrode appears bent, but it is unclear as to why and when this occurred. Closer inspection of the electrode and the broken active tip showed that failure has occurred low down within the shaft. It appears that the suction tube had sheared at the juncture between itself and the active tip. The exact root cause of this failure is unknown at this time but could be related to prolonged use or component failure. A CAPA is initiated at the supplier to investigate this failure and determine a root cause. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. Further, in the past 12 months, there were 5 other complaints noted with the same failure and root cause. The observed complaint rate is (B)(4) and is well below the expected rate of (B)(4) per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting the following to us: metal part of electrode came off and fell into the shoulder joint. Surgeon retrieved the metal portion which delayed the case approx. 40min then opened another 228147 and case continued as planned. No patient consequence.